Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: laparoscopic surgery. Event description: trocar was reinserted into abdomen after first entry and tipped shattered. Fios trocar 11mm was inserted with no problem. Put on scrub trolley, then picked up again to reinsert into abdomen. Aperture tip appeared to shatter, wound was cleaned and no harm to patient. Nurses could not confirm what other instruments were on scrub table or any other instruments that were in contact with trocar. No clinical impact to patient. Intervention: device was replaced. Patient status: patient is fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic surgery: event description: trocar was reinserted into abdomen after first entry and tipped shattered. Fios trocar 11mm was inserted with no problem. Put on scrub trolley, then picked up again to reinsert into abdomen. Aperture tip appeared to shatter, wound was cleaned and no harm to patient. Nurses could not confirm what other instruments were on scrub table or any other instruments that were in contact with trocar. No clinical impact to patient. Intervention: device was replaced patient status: patient is fine.